Manufacturer narrative:
D4 - the UDI number for this product code/lot number combination is not required. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection found the sample to be in two pieces of fractured segments. Hereinafter, they are called sample 1 and sample 2 in this report. Visual inspection of sample 1 included the distal end of the device that had been fractured. Magnifying and electron microscopic inspections of the fracture end of sample 1 revealed the urethane outer layer had been ripped. Around the ripped segment some creases were found to have been generated. No other anomalies were noted around the fracture. Visual and magnifying inspections of sample 2 found one end of the urethane outer layer had been ripped off with the core wire exposed. At the other end, the fracture was found to be flat. A kink was also noted on sample 2. Magnifying and electron microscopic inspection of the fracture end of sample 2 revealed that the exposed core wire had been bent. Magnifying inspection of the surface of the kinked segment revealed some abrasions. The outside diameters of sample 1 and sample 2 were measured on the undamaged segments and confirmed to meet manufacturing specification. The urethane outer layer was removed/dissolved for better inspection of the core wire. Electron microscopic inspection of the core wire revealed that the surface of the fracture cross-section was in the rough state. The core wire of sample 1 was found to have been also bent. The outside diameters of the core wires of sample 1 and sample 2 were measured on the undamaged segments and confirmed to meet manufacturing specification. Simulated testing was conducted on a test sample. The sample was subjected to a pulling force in the state of being formed into a loop shape until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end of the fracture had been curved with the surface of the fracture cross-section in the rough state. This state was found to be very similar to that of the actual device. The production lot number was not provided by the user facility which prevented a meaningful review of quality documents. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual device was subjected to bending and pulling forces resulting in the reported event. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the glidewire device during a procedure. Follow up communication with the user facility confirmed the following information: the actual sample was cut by the customer to be shorten to approximately 30cm; a trocar catheter was inserted over the actual sample for placement; during insertion some resistance perceived; the trocar catheter was inserted around 10-15cm in length; the customer tried to place the trocar catheter but failed; the actual sample and the trocar catheter together were withdrawn; with the use of only the trocar catheter the thoracentesis procedure was completed successfully; subsequent chest x-ray found the presence of the distal end of the actual sample in the patient's chest; the fractured segment was extracted by incising the skin; and the patient recovered from the reported serious injury.